Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the perforation was missing on the packaging of 4 bd insyte¿ autoguard¿ bc shielded IV catheters, all found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "perforation was missing."

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8268697: the lot was built / packaged on afa line 12 from 4oct18 through 8oct18 for a quantity of 528,010 units. No reject activity related to the defect associated with the lot number provided was found. Received 4 packages from lot number 8268697. All the contents within were intact. Visual/microscopic evaluation: the perforation between the packages (2 pairs) is partially missing. Upon tearing resistance was observed. Conclusion: packaging: the defective perforation found between packages was originated during the packaging process due to normal machine wear (i.e. The knife or cylinder worn out). The squeezing knives roller is driven by the film transport chain beside a gear wheel; cylinders actuated by compressed air press the squeezing knives against the squeezing knife roller. At the point where the squeezing knives touch the knife roller; the packages are perforated and pushed apart. If the air is too low or the air cylinder/knife is not working properly, there may not be enough pressure for the knives to perforate the packages.

Event description:
It was reported that the perforation was missing on the packaging of 4 bd insyte¿ autoguard¿ bc shielded IV catheters, all found before use. The following information was provided by the initial reporter, translated from japanese to english: "perforation was missing."